Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2016; 310c27 tissue valve; implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited undefined impedance qualified as high and a confirmed fracture. It was noted that the patient experienced a syncopal episode and ventricular tachycardia (vt). The lead was capped and replaced. No further patient complications have been reported as a result of this event.